Event description:
Orig. Surg. In 1999. Rev. Date unk. Low activity. Allegedly advantim uni knee was implanted in a left leg and after about 5 years, advance knee was implanted in the right leg and after a few weeks, uni femoral component was broken.